Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Device discarded by hospital.

Event description:
Patient was undergoing embolization procedure for pseudoaneurysm in the left vertebral artery using penumbra 400 coils. Pseudoaneurysm was accessed with px slim microcatheter. A coil and stent were deployed. A second coil was then attempted to be deployed, but was unsuccessful since it would not advance from the coil sleeve. Physician determined this was due to the px slim microcatheter, and not the coil. The coil was discarded and three more coils were successfully placed. The procedure was tolerated and no early complications were observed.